Manufacturer narrative:
(B)(4). The customer reported a therapy cable failure during opcheck. This issue occurred during testing and therefore there is no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a therapy cable failure during opcheck. This issue occurred during testing and therefore there is no pt involvement.